Event description:
Pre-operative diagnosis: bilateral symptomatic breast capsules, baker class IV; previous silicone implants placed elsewhere. Post-operative diagnosis: same and bilaterally ruptured silicone implants. Operative procedure: bilateral ruptured silicone implant removal and implant material; bilateral formal capsulectomy and closure without implants. Procedure: the pt was prepared and draped under general endotracheal anesthesia. All the risks, alternatives and imponderables were discussed with the pt prior to proceeding. Absolutely no guarantees whatsoever were made. This pt decided not to have any implants placed back in and she was well aware of the potential consequences. She was prepared under general endotracheal anesthesia. The inframammary incision where the previous implant placement was done, was open. Dissection was carried down with cautery revealing bilateral ruptured implants with severe saponification and actual rock hard calcium formation with the capsules. The ruptured implants were removed as well as all visible silicone implant material. Weights were obtained and right side 235 grams of silicone was obtained and left side 235 grams of silicone which is compatible with what dr has previously obtained in that 235ml implants that were previously placed by a different surgeon. Kocher's were then placed on the rock hard capsules and tediously the entire capsule from the pectoralis anterior, upper rectus serratus, midline in the sternum and just below the clavicle as well as the entire anterior capsule was removed. Meticulous hemostasis was achieved with cautery. The pockets were irrigated with copious amounts of kanamycin solution. Opposite side was done in an identical fashion and both implants were freely ruptured plus there was a significant amount of bleeding of the implant material on both sides. A 19mm blake drain was left in each sub-mammary pocket and the breasts were reconstructed with interrupted buried 3-0 vicryl and 4-0 vicryl followed by steri-strips. Light compressive dressing was applied. Blood loss was minimal and no blood products were given. The pt was then placed in a custom upper body garment with breast cups and she was awakened and left the or per anesthesia.